Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: left rupture, wound infection, chest injury, and generalized illness symptoms including chest pain, breast pain, hair loss, decline in vision, headaches, anxiety, depression, brain fog, insomnia, forgetfulness, neck & shoulder pain, back pain, allergies, rashes, hives, abdominal pain, nausea, ibs, vaginal tissue, uti,vaginal infections, mastitis on left breast, gerd, insomnia, migraines, and pvc. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with a 400 cc mentor memorygel breast implant on the left side and with 425 cc mentor memorygel breast implant on the right side and experienced bilateral chest injury due to motor accident trauma in (B)(6) 2019, left side breast implant rupture, left side wound infection, and generalized illness symptoms including chest pain, breast pain, hair loss, decline in vision, headaches, anxiety, depression, brain fog, insomnia, forgetfulness, neck & shoulder pain, back pain, allergies, rashes, hives, abdominal pain, nausea, ibs, vaginal tissue, uti,vaginal infections, mastitis on left breast, gerd, insomnia, migraines, and pvc. As a result, the devices were explanted on (B)(6) 2020. This report is for the patient¿s left-sided device.

Manufacturer narrative:
On july 28, 2020, photo evaluation was completed.upon visual evaluation of the image provided in the complaint, the implant was observed ruptured.as the product involved in this complaint was not received, the device couldn´t be analyzed according to the procedures. If the requested product is received in the future more detailed analysis about the product complaint. Infection, manifested by swelling, tenderness, pain and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Per a database query, this is the only reported complaint of infection against this lot number. The mentor microbiology department has provided information on the sterility lot for the implanted device indicating that it met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet.each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment.this supplemental report is for the patient¿s left-sided device.manufacturer¿s reference number:(B)(4).